Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a 2008k2 hemodialysis machine made a popping noise and produced smoke while in heat disinfect. Additionally, a burning smell was present. The unit powered down, and failed to power back on when the power button was pressed. There were no signs of heat or burning on the wires to or from the power switch. Follow-up was provided which revealed that no flames or sparks were observed, and no parts melted. The biomed replaced the power rocker switch to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up provided by the biomedical technician revealed that a 2008k2 hemodialysis machine made a popping noise and produced smoke while in heat disinfect. The unit powered down, and failed to power back on when the power button was pressed. The biomed replaced the power rocker switch to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.